Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high pacing impedance and high capture thresholds on a right ventricular (rv) lead. On (B)(6) 2021, the physician elected to cap and replace the rv lead. The patient condition was stable